Manufacturer narrative:
The customer reported that the products involved in this event were discarded and therefore cannot be returned for failure analysis investigations. Due to insufficient information on the reported event, the system and instrument logs cannot be reviewed.

Event description:
It was reported that a patient underwent a da vinci-assisted procedure and experienced a staple line leak. The following information is unknown: what da vinci stapler instrument and reload(s) were involved with this reported event, the cause of the staple line leak, if the staple line leak was identified intra-operatively or post-operatively, what medical intervention was rendered due to the complication, and the patient's current status. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
Updated fields: d1, d2, d4, h2, annex b, h11. It was reported that this event occurred during a da vinci-assisted right hemicolectomy. A sureform 60 stapler instrument fired a blue reload to create this staple line that resulted in intraluminal bleeding. Intra-operatively, there were no errors or loose staples. The staple line appeared in good condition with no bleeding. The customer provided additional information to confirm the procedure in the logs. The sureform 60 stapler was installed on the system 5 times and fired 3 blue reloads. On install 1 and 3, the stapler failed to engage with the system. On installs 2, 4 and 5, the first clamp was successful, and the firings were completed with no pauses for compression. The stapler logs for this procedure found there were no errors found that could relate to the reported event.

Event description:
Refer to h11 for follow-up information.